Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had multiple pumps and multiple surgeries because of the pump detaching from the tissue in the pocket. The patient had a genetic disorder of collagen disease and the older the patient got the worse things got. See manufacturer report # 3004209178-2010-05669 for the detachment issue with the first pump and manufacturer report # 3004209178-2011-09186 for the detachment issue with the second pump. The pump referenced in this manufacturer report was replaced. The drug in the pump was unknown, but it was noted that the pump had morphine in it almost the entire time.